Event description:
It was reported that the products were damaged in. Photos submitted by the customer showed that the sterility of the catheter was affected.

Manufacturer narrative:
No actual product was returned. An evaluation was performed from the photos submitted. The photos show two embolectomy catheters in a damaged round cardboard box. The outer round box was torn on one end and the photos show one bent and broken shipping tube and one un-bent, broken shipping tube. The damage appeared to have compromised the sterility of the product. The complaint was confirmed and appears to be related to shipping of the product. A review of the manufacturing records indicated that the product met specifications upon release. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. This report is associated with medwatch report no. 2015691-2012-17937.